Event description:
A customer contacted beckman coulter inc., (bec) and reported that there was liquid leaking from the liquid waste drawer of the unicel dxi 600 access immunoassay system. Troubleshooting with hotline indicated that the leak was coming from the front of the drawer, but the exact origin could not be discovered. No harm or injury was reported by the user. The customer did not seek or need medical attention.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse discovered that worn waste pump peri-tubing was causing the leak. The fse replaced the tubing and inspected the rest of the tubing; no problems were indicated. The fse primed the system and performed assay qc; no issues were noted. Hardware is the root cause for this event. (B)(4).